Event description:
The patient had an 'electronic laser scope' done several months ago. Afterward the implantable neurostimulator stopped working properly. The patient experienced a loss of therapeutic effect. She was home at the time of the report; her status was reported as good. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).